Event description:
Family member of home pt called baxter technical service center for assistance in disconnecting during apd treatment on the homechoice machine. Pt reports that pt woke up to the pt line of their homechoice set disconnected from the minicap pd transfer set. Pt discontinued treatment and went to their dialysis center later that same day for prophylactic antibiotics. Per pt's rn, pt has a commode next to their bed and lines separated as pt got off bed to use commode. Per rn, there was no report of loose connection at therapy set up and no pt injury resulted from incident. Rn reports that pt occasionally gets confused and rn does not feel any product failure occurred.